Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the collapsed stent was confirmed through analysis of the submitted photographs; however, the reported extrinsic outflow graft obstruction (eogo) could not be confirmed. The reported low flow alarms could not be confirmed as no log files were submitted for analysis. The submitted photographs showed the chest open during surgery with the exterior of the outflow graft visible. An additional photograph was submitted that showed an excised section of the outflow graft. This section contained a stent within that appeared to be deformed, resulting in a narrowing of the outflow graft. No tissue was noted filling in the space created by the deformation. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate ii lvas IFU, document rev. A is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flows post stent placement on (B)(6) 2026. The stent was observed to be collapsed. The patient was taken to the operating room (or) to remove bend relief; extrinsic outflow graft obstruction (eogo) build up and remove collapsed stent from outflow graft obstruction (ofg). Patient was placed on bypass, exposed the ofg and bend relief, carefully removed bend relief and external compression (thick yellow material). Circulatory arrest surgery was started and the ofg was cut to remove the collapsed stent. Graft-to-graft anastomoses was performed. Patient was weaned off bypass and ventricular assist device (vad) restarted. At this time pump speed 9000; flow 4.2lpm, pulsitility index 4.4, and power 4.8w. The patient was transported to the intensive care unit for recovery there were no changes to patient condition or anticoagulation status that may have contributed to the event. Low flow alarms were observed during the outflow graft obstruction. Computed tomography angiography and operative washout was performed to remove the stent and outflow graft obstruction resolved. Patient was stable with low flows ranging from 4.2 to 4.6.